Event description:
It was reported to boston scientific corporation that the patient was being treated for uterine prolapse, a cystocele, and stress urinary incontinence. Following the placement of a pinnacle anterior/apical pfr kit in the patient, the physician proceeded to place the obtryx sling (a boston scientific product). At this time, it was discovered that one of the pinnacle anterior's mesh legs was "popping through" the vaginal wall mucosa. It was reported that the mesh leg went through the vaginal mucosa because the capio device had "bit more than just the [sacrospinous] ligament" and went through the "vaginal sulcus/mucosa." According to the physician, the mesh leg was sutured and placed in the correct position, and there was no device malfunction. The physician cut off the exposed end of the pinnacle anterior's mesh leg and the vaginal mucosa was sutured and repaired. The pinnacle anterior/apical's mesh assembly was left in place and the physician completed the placement of the obtryx sling, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.